Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 1.5 years post op initial left tka, this 83 y/o male patient was revised. Patient developed an infection, therefore needed to have soft tissue washed out and poly swapped. Patient was downsized to a truliant ps tib insert size 4, 9mm. Patient was last known to be in stable condition following the event. Device is not returning - hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-01206.